Event description:
Some of the pen needles will not fit on lantus solostar pen. The base is too loose. Pt tries to twist on the needle but it never attaches. Pt ends up needing to use a new pen needle.